Event description:
Additional information was requested, but no more information was provided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, during the original procedure, the patient received an ileostomy due to a leak. A reoperation will be done; however, the date has not been determined. The ileostomy was not planned for ahead of time. There were no malformed staples noticed, nor an incomplete staple line. The device fired as intended. The device was discarded. Additional information being requested.